Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump during a basal delivery attempt. The customer's blood glucose was 200 mg/dl. During troubleshooting, it was found that the insulin pump was not exposed to a strong magnetic field or magnetic resonance imaging machine. The customer reportedly was not using the sensor feature on the insulin pump. The customer was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. A blood glucose of 460 mg/dl was documented at the time of the report. The customer also mentioned that she had been hospitalized for a urinary tract infection. Nothing further was reported.